Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and an enlarged atrium. Two clips were successfully implanted. After deploying the second clip, a pleural effusion and pericardial effusion was observed. For treatment, the pericardiocentesis was performed. It was believed that the pulmonary vein was damaged. Mr was reduced to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported pleural effusion, pericardial effusion, or perforation of vessels. Based on available information, causes for the reported pleural effusion, pericardial effusion, or perforation of vessels could not be conclusively determined. The reported patient effects of pericardial effusion and vascular perforation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.